Event description:
It was reported that during use of the iab, the balloon ruptured. The iab was removed from the pt and attempts to insert two additional catheters were unsuccessful. There were no pt complicatoins reported.